Event description:
A hospital reported to our distributor that the floats on an mr290hfv humidification chamber were stuck and the chamber overfilled. They stated that there was no ventilator connected at the time of the event. No patient consequence reported.

Manufacturer narrative:
The complaint device is not available for evaluation. An investigation has been done based on the event description and results from previous investigations. Our records indicate that this is the only complaint of this nature received for the given lot number. We have not been able to confirm the alleged fault. However, based on the event description and results from previous investigations, we believe the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling, and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. The mr290 instructions for use indicates the correct water level and advises the users to replace the chamber should the water exceed the limit line.